Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The device exhibited post-paced t-wave oversensing via review of stored egm. Programming changes were made during device check.